Event description:
It was found that the backrest and seat would not hold weight due to damage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.